Event description:
A hospital in another country reported that while the rt040 face mask was being used on a sweaty patient, the mask seal came away from the mask base. The caregiver could not get the seal back on, and the patient started to desaturate rapidly. Another brand of mask was then set up for the patient.

Manufacturer narrative:
Method: the complaint device was not returned, however, a similar device was evaluated. Results: this reported malfunction was most likely due to the seal retention design of the rt040 full face mask. A change to the seal retention design was made on rt040 face masks prior to this complaint being received. Conclusions: this is a know problem and we have made improvements to the seal retention design. We are aware of other such complaints of the mask seal detaching from the mask base with an occurrence rate of less than 0.012%. We are looking into the possibility of further improving the seal retention.